Event description:
On (B)(6) 2010, the pt reported the check button on his insulin infusion device works intermittently. He stated he pushes the button, but it does not respond. He said he first noticed this a couple of months ago. He stated the rubber has worn off of the button. His device has not been dropped or hit hard. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.